Manufacturer narrative:
Additional information: e1(facility name, street 1), g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the product contained the wrong quantity of needles and/or sutures. Six needles were parked in the foam of the retainer. Six sutures were returned attached, each suture to a needle. The sutures led to the entrance of the race-track retainer suggesting wound state. It was reported that there was an incorrect number of needles in the packaging. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted an open foil pouch and race-track retainer. Six needles were parked in the foam of the retainer. Six sutures were returned attached, each suture to a needle. The sutures led to the entrance of the race-track retainer suggesting wound state. It was reported that there was an incorrect number of needles in the packaging. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when opening the packaging, the product had six needles and sutures parked in the retainer. Normally, it had five needles and sutures. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when opening the packaging, the needle detached from the thread. There was no patient involvement.